Manufacturer narrative:
Product event summary: the data (image) files and the pscc100 catheter with lot number 0012401610 was returned and analyzed. The returned image showed a pscc100 catheter inside a sheath with the array extended and knotted at its distal end. The catheter pscc100 with lot number 0012401610 was received with the guidewire threaded through. The received catheter inserted into the sheath and the guidewire lumen was extended and kinked at the exit of the sheath. The array assembly was knotted on the guidewire lumen close to tip. The array pebax tube was torn at junction of the proximal arm and dual lumen, exposing the electrodes wires. The nitinol array wire was detached from its proximal bond, protruding outside the dual lumen. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip, but detached from the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. Optical inspection at high magnification revealed a torn pebax tubing, exposing electrode wires and the nitinol array wire outside the dual lumen. The pebax tubing exhibited a twisted configuration between electrodes #1 and #2, with a kink at the distal arm near electrode #1. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirmed usage on the reported event date. The electrical continuity test passed for all electrodes. The catheter was not reprogrammed as the catheter condition would not allow ablations to be performed using a generator. No other tests could be performed due to the returned condition of the catheter. In conclusion, the reported issue "the array being tangled and the guidewire passed outside the ring" was confirmed through analysis and testing. The catheter failed return inspection due to the array pebax tube was torn at junction of the proximal arm and dual lumen, the nitinol array wire was detached from its proximal bond and the pebax tubing exhibited a twisted configuration between electrodes #1 and #2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 10fcc13 (lot: 0012368131); product type: 0629-flexcath sheath;  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an abnormal ring shape was observed and it appeared the guidewire was passing outside the ring. The guidewire was retracted into and out of the sheath without resolution. The loop catheter was unable to be retracted into the sheath. During removal, there was resistance when crossing the septum and at the puncture site. It appeared that the array was tangled. The loop catheter and sheath were replaced which resolved the issue. No patient complications have been reported as a result of this event.